Event description:
Defib was hooked up, began to analyze, then "kicked out" of analyzing mode without giving a prompt. Defib did show a "check electrodes". Electrodes were checked and they were properly applied and hooked up to defib. Pt strip was indicating pt was in asystole. Pt susbsequently expired.